Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6), 2014. According to the complainant, the suture broke while the physician was throwing the suture through the tissue. The needle was retrieved using a forceps. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned uphold lite with capio slim revealed that the distal end of the blue dilator is broken. The remaining piece of dilator along with the suture and dart are missing and were not returned. Both dilators are melted together and there appear to be tool marks where the dilators are melted. The melting was most probably caused by the customer sterilizing the device for return. Additionally, analysis revealed no damage to the capio slim. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2014. According to the complainant, the suture broke while the physician was throwing the suture through the tissue. The needle was retrieved using a forceps. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.